Manufacturer narrative:
The supplemental report is being submitted to provide additional information. Please see updates: g3, g6 and h2. Additional information: additional information from the customer states that no further treatment was recommended or sought out due to the incident. According to the package insert in195000 v. 3.0: precautions the extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. The product will continue to be monitored and tracked.

Manufacturer narrative:
Technical services advised the caller to tell the co-worker to flush her eye with water and transferred the caller to the rocky mountain poison and drug safety (rmpds). A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds).

Event description:
The caller reported that on (B)(6) 2021 a co-worker accidentally putting binaxnow covid-19 reagent in her eye. The caller did not know which eye was affected or if it caused any irritation. That co-worker was calling into his office. He stated that she flushed the eye with water. No additional patient information, including treatment and outcome, was provided.